Event description:
Revision surgery - due to the patient's hip dislocating while being moved from the original surgery. The surgeon had to go back in same day and replace the head and liner.

Manufacturer narrative:
The reason for this revision surgery was the patient's hip dislocated the same day as the original surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part and lot number. This event is deemed as non-product related. It was reported that the patient's hip dislocated while being moved from the original surgery. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.